Event description:
A 19-yr-old male underwent a video assisted thoracoscopy on 8/18/95 for persistant air leak 10 days s/p spontaneous pneumothorax secondary to emphysematous blebs right lung. This stapler was used. The first firing was unremarkable; however, when reloaded with a disposable loading unit and fired, an excessive amount of co2 was noted to be released and the staples were not secured. Bleeding was noted after the second firing. A different stapler (same lot#) was used subsequently, a manual stapler was used to complete the case. The misfirings resulted in add'l operative time and blood loss (approx 120-150cc). Although add'l operative intervention was necessary to prevent excessive blood loss, there is no residual harm apparent at this time.